Event description:
It was reported that the knob that loosens the curved cup impactor was impacted and broken at junction of shaft and knob.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. Review of the device history records indicates (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the referenced lot. The subject device was returned with the fractured knob. The device was examined under 50x magnification by material analysis team member and concluded that the knob fractured due to bending overload. There is evidence of multiple impacts on the impact surface of the knob. The investigation concluded that the threaded drive shaft connecting the knob to the handle components fractured in rapid overload. The root cause was determined to be related to the design of the device. The device was obsolete.

Event description:
It was reported that the knob that loosens the curved cup impactor was impacted and broken at junction of shaft and knob.